Manufacturer narrative:
The examination results suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
Reporter states, "insert was placed on baseplate. The insert snapped on baseplate normally. However, there was excessive movement between the baseplate and the insert. Insert was removed and a alternate insert was available, snapped on with no movement." There was no adverse consequence to the pt due to this event.